Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd syringe¿ was found with foreign matter as ¿when the needle of the syringe is uncovered, red liquid is observed.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: three photos received for evaluation. A red liquid is observed in the photos. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The possibility of presence of blood is ruled out by the appearance of the liquid material contained in the syringe observed in the photograph, this because the material is sterilized with changes in temperature ranging from 23 ° c to more than 50 ° c. Additionally, the material embedded in the syringe presents a liquid physical state since the product was manufactured more than 4 years ago and the blood would have already been solidified, the color would have been different. So the presence of blood is totally ruled out. Regarding the possibility of ink stain is discarded since the material used in manufacturing, does not have red color. The only ink tone used for marking the cylinder is black, the ink used for the legends in blister are: green, black, blue, yellow, orange, gray and pink. It is impossible that the ink has entered that area of the syringe. Regarding any lubricant, coolant or hydraulic fluid used in manufacturing equipment, the possibility is discarded since the equipment is free of lubrication. As such there is no root cause of the event that the client reports, additionally the syringe is not in its original packaging. Investigation conclusion: the conclusion is that the complaint is not confirmed because in the documentary review and with the multidisciplinary team, no evidence or possible causes attributable to the complaint by the client were found, the syringe was not in its primary packaging and it was not possible recover the sample.